Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include a known error pattern which can most likely be attributed to wear and tear.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation is anticipated but has not begun yet. When additional information becomes available, a supplemental report will be filed.

Event description:
A sales representative reported that a loop broke on an electrode during a transurethral resection of the prostate (turp) procedure. There was no patient injury reported. No additional information has been obtained.